Event description:
Investigation completed on a smiths medical intubation/portex endotracheal tube. Summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes sacett . Device arrived in original package with p/n100/189/085 . Visually inspected from 12"-24" and this revealed suction line detached with picture provided. Review with quality engineer on 17/mar/2020 p/n 100/189/080 l/n 3952513. P/n 100/189/085 and p/n 100/189/080 belongs to the same product family and follows the same procedure. The device passed 100% review. The most probable root cause is that the product become damaged after it left the shm facilities due to the product is 100% visual inspected by damage and 100% flow tested. No fault can be found with device. As device is manipulated with human contact with pressure against objects sharp or bent may cause event. Updated b 1, b 3, b 4, b 5, g 7, h 1, h 2, h 3, h 6 , h 10.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that no anomaly was observed in the product at a pre-use check. However, 10 days after the start of use, the suction line got torn off at a point approximately 2 cm away from the tubing connection part. There were no adverse patient effects.